Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance testing was completed to assess the lead's electrical performance. Measurements throughout this test were within normal limits. X-ray imaging found no fractures. No anomalies at the lead tip that would have contributed to the dislodgment. Helix mechanism testing was not performed due to dried blood/body fluid in the tip area prohibited helix function; however, information at the time of the procedure suggests that a primary helix failure likely occurred.

Event description:
Boston scientific received information from a product experience report (per) form that this patient was presented back to the electrophysiology (ep) laboratory on (B)(6) 2017. This lead had dislodged and the physician was unable to reposition the lead due to helix redeployment issues. This lead was explanted and replaced. According to the per form, this lead will be returned to boston scientific. There were no patient adverse effects. This lead was received at boston scientific's return products department.